Event description:
It was reported to boston scientific that a flexima plus biliary stent was used during biliary stent placement procedure performed in the bile duct (exact date was not reported). According to the complainant, during the procedure, the flexima plus biliary stent was advanced to the target area, and the physician tried to place it by pulling the inner catheter, but the inner catheter could not be pulled. When it was pulled further, the inner guide catheter separated, so the entire delivery was removed. Then, another of same device was unpacked, and stent placement was performed. Then, the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.   Initial reporter address: (B)(6). Device code 1069 captures the reported event of guide catheter broken. A visual evaluation of the returned flexima delivery system and one flexima stent, the stent was loaded on the delivery system when received. The push catheter was kinked approximately at 53cm from the handle, the stent was kinked near the proximal barb, the proximal section of the guide catheter was stretched and broken. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink the push catheter and stent, once these components are damaged (kinks) there will be friction during the guide catheter retraction for releasing the stent, continued attempts to pull the guide catheter or excessive force applied to the device in order to retract the guide catheter and release the stent, it can stretch and eventually break the guide catheter and the device would become inoperable. Therefore, 'adverse event related to patient condition' is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.'

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a flexima plus biliary stent was used during biliary stent placement procedure performed in the bile duct (exact date was not reported). According to the complainant, during the procedure, the flexima plus biliary stent was advanced to the target area, and the physician tried to place it by pulling the inner catheter, but the inner catheter could not be pulled. When it was pulled further, the inner guide catheter separated, so the entire delivery was removed. Then, another of same device was unpacked, and stent placement was performed. Then, the procedure was completed. There were no patient complications reported as a result of this event.